Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump was alarming no delivery when attempting to bolus. Customer stated that they have been treating with manual injections and noticed that their blood glucose readings were 525 mg/dl. It was noted that the customer went to the nurse and changed out the entire set and continued to receive a no delivery alarm. Advised customer the device will be replaced.